Manufacturer narrative:
PMA/510(k)#: p100022/s001. The ziv6-35-125-6.0-120-ptx stent of lot number c781684 was implanted in the patient, therefore is not available for evaluation. With the information provided a document based investigation was carried out. Images were provided to support the complaint investigation and were reviewed and the following comments were provided by the independent reviewer: ¿findings: ¿¿¿ additional imaging from third, fourth, and fifth re-interventions are provided along with additional complaints {3001845648-2016-00136, 3001845648-2016-00137 and 3001845648-2016-00138 } corresponding to each event. Each event corresponds to a reported restenosis with the fifth occluding. On the third re-intervention (B)(6) 2015 and the fourth re-intervention (B)(6) 2015, a severe stenosis from neointimal hyperplasia did not develop at previously treated mid stent location but developed at a new location in the distal stent. This nearly occlusive stenosis of the distal stent was associated with fracture of a single stent row just adjacent a dense calcification and at the expected location of the adductor canal. Given the limited resolution, the fracture could be type I or ii. Definitely, the ring of a stent row fractured as the apex of a strut was displaced outwards into the adjacent plaque (fig 1). The previously angioplastied mid stent stenosis mildly recurred to a 60% stenosis on each study and was improved to 40% after angioplasty. On each of these re-interventions, runoff limitation from recurrent severe near occlusive tpt, pta, and pta was again improved with angioplasty. During the fifth re-intervention, the distal sfa stenosis had returned and occluded. The occlusion extended into the sfa distally. The tpt, pa, and pta severe stenoses and occlusions had returned. The in-stent stenosis and the tibial lesions improved to moderate after angioplasty however the sfa segment was persistently narrowed by filling defects that were partially undermined by contrast. This appearance was consistent with thrombus or dissected plaque and given the clinical setting of a recent occlusion likely contained both. Although subsequent angioplasty improved the lesion, it also liberated an embolism that occluded the tpt. Some improvement was made with suction embolectomy but the occlusion did not resolve until the tpt was stented into the pta. Unfortunately, distal embolization nearly occluded the plantar arteries. The plantar arteries represented the remaining perfusion to the patients fifth toe remnant (the patient's right fifth toe had been amputated at the proximal phalanx between study stent implantation and the first re-intervention). Consequently, the chronically occluded ata was re-vascularized to improve perfusion to the fifth toe base. Upon completion, although the plantar artery occlusion persisted, plantar arch and fifth toe perfusion was restored via the ata. The in-stent stenosis improved to 40%. Impression: ¿¿.. Severe new stenosis in-stent stenosis in the distal stent at the third and fourth re-interventions was confirmed. It occurred at a fracture that developed between second and third re­ interventions, between 2 and 2.33 years. It cannot be determined whether the fracture was type I or ii. The fracture occurred at a dense calcification and in the adductor canal. Here mechanical stress on the stent was likely maximal. The fracture of the stent row ring would have eliminated the stent's radial force. Although the stent did not appear collapsed with the leg straight, at this location it was at greatest risk of provoking a neointimal response from repeated collapse or kink during knee flexion. Also severe recurrent tibial stenosis and occlusion also likely contributed to neointimal hyperplasia recurrence. Occlusion from primarily neointimal hyperplasia in the distal stent at the fifth intervention was confirmed. The recurring severe runoff disease along with the pre-existing neointimal hyperplasia and weak stent factored prominently in the recurrent neointimal hyperplasia. Significant findings relative to the patient's anatomy were observed. The limited outflow increased the likelihood of in-stent stenosis. Significant findings relative to the disease state were observed. The primary cause of recurrent symptoms was severe recurrent calf runoff stenosis and occlusion. Significant findings relative to the use of the device were observed. Although the stent fracture was subtle, if it had been recognized recurrence of the distal stent neointimal hyperplasia may have been averted by an additional stent. Significant findings relative to the design or performance of the device were observed. The stent developed recurrent in-stent stenosis. A type I or ii distal stent fracture occurred between 2 and 2.33 years." The customer complaint can be confirmed as in-stent stenosis at the third and fourth intervention was evident on the imaging. According to the imaging review, severe new in-stent stenosis in the distal stent at the third and fourth re-interventions was confirmed. It occurred at a fracture that developed between second and third re-interventions. The fracture occurred at a dense calcification and in the adductor canal. Here mechanical stress on the stent was likely maximal. It can be noted that at this location, the stent was at greatest risk of provoking a neointimal response from repeated collapse or kink during knee flexion. This stent fracture is addressed in report # 3001845648-2016-00237. According to the independent reviewer, the limited outflow increased the likelihood of in-stent stenosis and the primary cause of recurrent symptoms was severe recurrent calf runoff stenosis and occlusion. In addition, although the stent fracture was subtle, if it had been observed, the recurrence of the distal stent neointimal hyperplasia may have been averted by an additional stent. Available information stated that the patient had pre-existing conditions including hypertension, diabetes (type ii), coronary artery disease, aso and advanced age. Worsen claudication was also observed on the patient. It can be noted that worsen claudication indicates progression of peripheral artery disease and can also be associated with the restenosis process. Restenosis is a common adverse event of endovascular procedures and can be caused by injury to the vessel (e.g. During pta and/or stenting). Vessel injury provokes an inflammatory response that leads to or amplifies the restenosis process. It may be noted that the surface of the zilver ptx stent is coated with the drug paclitaxel to help prevent subsequent restenosis of the artery. Based on the imaging review, the patients condition and location of the stent increased the likelihood of neointimal hyperplasia; however a definitive cause of this event cannot be determined. It may be noted that restenosis of the stented artery is a known potential adverse event associated with placement of this device. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously, outside of this series of events, with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c781684. According to information provided pta was performed on all 3 occasions and the patient had a favourable outcome. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
This follow up report is being submitted due to the receipt and review of images relating to this event. Initial description submitted as follows: on (B)(6) 2013: the ptx stent was placed in the left proximal sfa. On (B)(6) 2015: restenosis in the lesion was confirmed. "Worsen claudication", "rest pain" and "ulcer" were observed. On (B)(6) 2015: pta was performed. The patient had a favourable outcome. Note this patient and this device was also involved in separate events. Reference also reports 3001845648-2016-00138 & 3001845648-2016-00136. See also report # 3001845648-2016-00237 for report of stent fracture in image review.

Manufacturer narrative:
PMA/510(k)#: p100022/s001. The ziv6-35-125-6.0-120-ptx stent of lot number c781684 was implanted in the patient, therefore is not available for evaluation. With the information provided a document based investigation was carried out. It was confirmed that images would not be available to support the complaint investigation. Available information stated that the patient had pre-existing conditions including hypertension, diabetes (type ii), coronary artery disease, aso and advanced age. Worsen claudication was also observed on the patient. It can be noted that worsen claudication indicates progression of peripheral artery disease and can also be associated with the restenosis process. Restenosis is a common adverse event of endovascular procedures and can be caused by injury to the vessel (e.g. During pta and/or stenting). Vessel injury provokes an inflammatory response that leads to or amplifies the restenosis process. It may be noted that the surface of the zilver ptx stent is coated with the drug paclitaxel to help prevent subsequent restenosis of the artery. Based on the above, it is very unlikely that the reported restenosis could have occurred due to zilver ptx malfunction; however a definitive cause of this event cannot be determined. Due to lack of imaging no other comments can be made. There is no evidence to suggest that this event did not occur, therefore the complaint is confirmed based on customer testimony. It may be noted that restenosis of the stented artery is a known potential adverse event associated with placement of this device. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. According to information provided pta was performed on all 3 occasions and the patient had a favourable outcome. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
On (B)(6) 2013: the ptx stent was placed in the left proximal sfa. On (B)(6) 2015: restenosis in the lesion was confirmed. "Worsen claudication", "rest pain" and "ulcer" were observed. On (B)(6) 2015: pta was performed. The patient had a favourable outcome. Note this patient and this device was also involved in separate events. Reference also reports 3001845648-2016-00138 & 3001845648-2016-00136.